Event description:
It was reported that an ilet user unintentionally accessed the ¿do you see drops¿ screen while not attempting a supply change and requested guidance to exit that screen. There were no reported adverse clinical effects. Outcomes included successful navigation past the screen and continued use after reconnecting the infusion set, with no alerts or alarms. Investigation included troubleshooting and user education. Investigation of this case revealed normal device function and user interaction with the infusion set and tubing, with resolution achieved through guided steps to momentarily disconnect the tubing, acknowledge the prompt, and reconnect. It was concluded, based on previously established findings for similar reports, that the cause was use error.